Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department from an unspecified clinical area with an unsigned note that stated, "touch screen does not work." No specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was responsive when pressed. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.